Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the result of the device inspection by olympus service operation repair center (sorc), it is possible that the endoscopic image was not displayed because moisture infiltrated through the scratches on the camera cable and destroyed the electronic circuit. The camera cable may have been damaged by reprocessing or storing the device with tweezers, forceps, scalpels, etc. The instruction manual provides preventive measures against the reported camera cable scratches. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; the camera cable was scratched and watertightness was not ensured. The camera cable was twisted. The device was previously sent to sorc due to image noise, but was returned unrepaired to the user facility at the request of the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was noisy and the scope communication error e216 was displayed on the monitor. There was no report of patient injury associated with the event.